Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in out of range shock impedance measurements. Technical services (ts) confirmed the out of range shock impedance measurements and notified the health care professional (hcp) that therapy may be impacted if the measurement continued to increase, and no new alerts will occur unless the system is reset or interrogated. Ts discussed adjusting the out of range limit with the hcp, which will be further discussed with the physician. The physician will continue to monitor the patient and device function. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause not established'.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in out of range shock impedance measurements. Technical services (ts) confirmed the out of range shock impedance measurements and notified the health care professional (hcp) that therapy may be impacted if the measurement continued to increase, and no new alerts will occur unless the system is reset or interrogated. Ts discussed adjusting the out of range limit with the hcp, which will be further discussed with the physician. The physician will continue to monitor the patient and device function. No adverse patient effects were reported. This rv lead remains in service.